Event description:
During operation at home (home-care patient): 18:30, the first alarm was reported. After trying to turn off the alarm several times, ltv went shutdown. The patient was transported to the hospital and no health hazards was reported.